Event description:
The patient reported their blood glucose reading was 27.4 mmol/l (493.2 mg/dl) while the pod was worn on their abdomen between 5 and 24 hours. The patient reported that a pod applied on (B)(6) failed to deliver insulin and appeared to leak, leading to rapid hyperglycemia within about six hours. The patient observed a small wet spot on their underwear while the exterior adhesive felt dry and suspected leakage. The patient deactivated the malfunctioning pod at 23:37 on (B)(6) and activated a new pod at 23:41 the same day. The device had been placed on the stomach, the insertion pinch was felt, and the adhesive was secured. No medical attention was required, though the situation caused distress. The device evaluation found a damaged cannula.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. Fluid could not travel the complete fluid path due to an exposed soft cannula tear. This tear resulted in a leak. The timing and cause of the soft cannula damage could not be determined. It could not be conclusively determined that the observed soft cannula tear is related to the reported event. After an 80-hour reset and multiple download attempts while connected to an external 4.5v power supply were made; download data could not be obtained. The printed circuit board (pcb) assembly was removed from the device and inspected; no damages or deficiencies were observed. The cause of the partial/all data loss could not be determined. The battery voltages were found to be lower than expected. No damages or deficiencies were observed with the device that would have contributed to the low battery voltages. The exact cause of the low battery voltages could not be determined. It could not be determined if the lower-than-expected battery voltages contributed to the partial/all data loss. The top housing was observed to be cracked. No corrosive residue was observed on the cracks. The exact time and cause of the top housing damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.